Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received shocks due to what appears to be noise on the lead. Non physiologic markers on the tip to ring near-field iegm. Lead remains implanted. Should additional information be received, this file will be updated.